Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia,unresponsive to medical therapy') in an adult female patient who had essure (batch no. 838671-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and uterine prolapse ("stage I uterine prolapse") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, uterine prolapse and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, uterine leiomyoma and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory position of bilateral essure micro-inserts. Lot number reported (838671) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia,unresponsive to medical therapy') in an adult female patient who had essure (batch no. 838671) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and uterine prolapse ("stage I uterine prolapse") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, uterine prolapse and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, uterine leiomyoma and uterine prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: satisfactory position of bilateral essure micro-inserts. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.